Manufacturer narrative:
The field (b5) describe event or problem was updated with additional information. Additional information was later received stating that the patient was not sedated at the time that the procedure was aborted. The patient was using nitrous. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the needle was not retracting after the first treatment. The delivery device was unplugged, and it retracted, but it would not deploy. Another delivery device had to be opened. The procedure could not be completed because it was too painful for the patient. Information was later received stating that the patient was not under general anesthesia when the procedure was cancelled, instead, the patient was using nitrous.

Event description:
It was reported that the needle was not retracting after the first treatment. The delivery device was unplugged, and it retracted, but it would not deploy. Another delivery device had to be opened. The procedure could not be completed because it was too painful for the patient. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.